Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI) number: a UDI number cannot be provided as the part and lot number of the device was not known. The device was not returned for analysis. A review of the lot history record identified could not be performed as the lot and part number for the device was unknown and could not be provided. All available information was investigated and a definitive cause for the single leaflet device attachment/slda in this incident could not be determined. The reported additional therapy/non-surgical treatment was a result of case specific circumstances, as a second clip was implanted during the procedure to stabilize the slda clip and reduce the mitral regurgitation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that this was a mitraclip procedure performed to treat mitral regurgitation (mr) with a grade of 3. The clip was implanted successfully, however, after implantation, the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). Another clip was implanted successfully to stabilize the slda clip. By the end of the procedure a total of two clips were implanted and mr was reduced to grade 1. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.